Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 50.0 cm from its proximal end. The introducer sheath was kinked 58.0 cm from its proximal end. The coil was intact with the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the pod6 looked kinked and was not used. Evaluation of the returned device revealed the pusher assembly was fractured and the introducer sheath was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the pod6 is manipulated forcefully at an angle during removal from the packaging hoop, damage such as this may occur. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod6 coil. Upon removal from the packaging, the pusherwire of a pod6 coil was found kinked and was not used. The procedure continued using a new pod6 coil.